Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had an accident that made her turn off her device completely. The patient stated that she tried to program it to 3 but it kept going back to 4. The patient stated that she was nicked by a car and thought stimulation was too high on program 4 so she was changing to program 3. The patient was redirected to follow-up with her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had notified their managing physician about the implantable neurostimulator (ins) not working as good as it should. It was noted that the circumstances that led to the event was the 5 year mark to replace the battery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had the patient programmer and wanted help adjusting her programs on her ins. She reported not being able to switch programs with the patient programmer. The patient repeated events of the ins not working as good as it should because of a car accident, which has already been documented. The patient was already sync'd and indicated she was on program 2, but she wanted to be on program 3. It was reviewed how to change over to program 3. The patient inquired about increasing and patient services walked the patient through increasing over the phone. The patient reported seeing the upper limit screen when she attempted to increase past .1v. Per request of the patient, patient services walked the her through adjusting the settings to program 4 and attempted to increase. She also reported seeing the upper limit screen on program 4 when she attempted to increase past .1v. During the call, she reported that she "can feel its working now", but then later on would say that she doesn't feel stimulation. The patient noted that she noticed this when she was hit by a car and she had the ins off for so long. She was redirected to follow-up with the healthcare professional (hcp) for further assistance and she indicated that she would.